Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed increased pacing impedance exhibited by the right ventricular (rv) lead. No interventions were made, as the physician elected to continue to monitor. There were no patient symptoms reported.